Manufacturer narrative:
The reported event occurred on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that no product issue was identified with the kit cobas 58/68/8800 mpx 192t ce-ivd assay or the associated reagent lot m01731. For sample 1, the initial reactive hiv result (CT 37.03) was not confirmed upon repeat testing, which generated non-reactive results. Potential contributing factors include low viral load near the detection threshold, residual hiv rna contamination in the testing environment, or contamination of reagents. A review of the testing process indicated that subsequent testing on a decontaminated instrument yielded expected results. For sample 2, inconsistent results for hbv and hiv were observed across duplicate tests. Possible contributing factors include low viral load near the detection threshold, cross-contamination, or variability in test sensitivity. The serology results for this sample were not provided, and the clinical impact of the unexpected results remains unknown. The investigation concluded that the unexpected results were likely due to factors such as low viral load, contamination of the sample, instrument, or reagents, rather than a product-related issue. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results during the use of the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 5800 instrument. For sample 1, the customer reported that on (B)(6) 2025, a sample (ID (B)(6)) generated a reactive result for hiv with a cycle threshold (CT) value of 37.03. Two subsequent repetitions of the same sample using the mpx-nat assay generated non-reactive results. Serology testing for this sample was negative, and the results were released. The sample was stored according to the tube manufacturer¿s instructions. For sample 2, on 18-feb-2025, a sample (ID (B)(6)) generated a reactive result for hepatitis b virus (hbv) with a CT value of 40.0. The sample was tested in duplicate. The first repetition (ID (B)(6)) generated non-reactive results for hiv, hbv, and hepatitis c virus (hcv). The second repetition (ID 75107738w1) was reactive for hbv with a CT value of 39.1 and reactive for hiv with a CT value of 39.6. Serology results for this sample were not provided. The customer reported a prior hiv contamination event on the same instrument, after which a field service agent performed a thorough decontamination. All samples tested after the decontamination generated negative results across multiple runs.